Event description:
The report received from the affiliate states that a smart control (complaint product) stent was delivered to the lesion, but the stent jumped forward and missed the target lesion. The patient was a (B)(6) male. The target lesion was common iliac artery (4cm long). Moderate calcification and mild vessel tortuosity, the rate of stenosis was 99%. Approach was made from the left brachial artery. The target lesion was pre-dilated with 1.5mm sterling (bsj) and 4mm jackal (sjm). The product was properly inspected and prepped and no anomalies were noted. It is unknown if there was any acute bends in the vessel. The smart control (c10060ml/ lot 15383889) was delivered without difficulty, but the stent jumped forward towards the external iliac artery during delivery. As the lesion could not be covered by the stent, an additional stent was placed in the lesion overlapping the first stent. There was no excessive force used to deploy the initial stent. The procedure was completed without other problem. It was reported that the hemostasis valve of sheath introducer was being held during the stent deployment, but did not affect the deployment of the stent. There was no adverse event and the patient is in stable condition. The product was properly inspected and prepped and no anomalies were noted.

Manufacturer narrative:
While deploying a stent in the common iliac artery, it was reported that the stent jumped forward and missed the target lesion. The lesion was described as having moderate calcification and mild vessel tortuosity with a 99% stenosis. As the lesion was not covered by the stent, an additional stent was placed in the lesion overlapping the first stent. There was no excessive force used to deploy the initial stent. No unusual force was used at any time during the procedure and there was good wall apposition with the deployed stent. There was no reported patient injury. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.